Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. During the manufacturer's technical inspection, the error description provided by the customer, "image disappears after 10 minutes" could be confirmed. The most probable root cause is a component failure on the circuit board. In addition, we would like to call your attention to chapter "3.8 failure of products" in the corresponding instructions for use (document# lza705_en_v4.3_IFU_ce-MDR) on page 10. "The product may fail during use. · perform an equipment test before use · if the image fails during the procedure, remove the camera from the endoscope and continue the procedure optically. · if the surgery cannot be continued optically, determination of how to further the procedure is at the physican's discretion based on the surgical circumstances. · have a replacement system ready for each application." The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction to g3. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, ccu starts up, displays image for a short time, image disappears. Then no more image. Fan then runs at very high speed. Can always be reproduced. Frequency of error is very high at operating temperature of ccu. No death or (unanticipated) serious deterioration in state of health reported.